Manufacturer narrative:
Device evaluation:based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ calcification: not observed. As per the investigation procedure, creases and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "seroma" and later reported "collapsed capsular tissue measuring 0 cm in reconstructed diameter, fibroplasia, sclerosis, fibrosis and calcification." Affected side is right. Device was explanted.

Manufacturer narrative:
Continued e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: seroma; "collapsed capsular tissue measuring 0 cm in reconstructed diameter, fibroplasia, sclerosis, fibrosis".

Event description:
Healthcare professional reported "seroma" and later reported "collapsed capsular tissue measuring 0 cm in reconstructed diameter, fibroplasia, sclerosis, fibrosis and calcification." Affected side is right. Device was explanted.